Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the groshong extension leg is confirmed; however, the exact cause is unknown. Four photographs of a groshong catheter extension leg were returned for evaluation. Visual observation of the first photograph shows a groshong PICC assembled extension leg. A split can be observed at the most proximal end of the extension leg tubing near the connection. No details of the damage or residue can be discerned. No residue can be discerned from the photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported catheter connectors exhibited fractures. Since the hospital lacks spare components for replacement, the defective products were discarded, and newly unpacked catheters are being used instead. The exact number of devices involved was not provided by the complainant.